Manufacturer narrative:
(B)(4). Lot number not provided, UDI not provided, re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Name of procedure: tension free vaginal tape bonner suspension, cystoscopy, anterior colporrhaphy, posterior colporrhaphy. Pre-operative diagnosis: severe stress urinary incontinence, symptomatic cystocele, symptomatic rectocele. Post-operative diagnosis: severe stress urinary incontinence, symptomatic cystocele, symptomatic rectocele. Examination on (B)(6) 2015 for leaking more during the daytime and nighttime. Assessments: mixed stress and urge urinary incontinence, pelvic floor dysfunction, dyspareunia. Examination on (B)(6) 201 for problem with the sling. Assessments: symptom associated with female genital organs, mixed stress and urge urinary incontinence, pelvic floor dysfunction; dyspareunia.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009: underwent laparoscopic, converted to open sacral colpopexy (using pelvicol), vault suspension, exploratory laparotomy, lysis of adhesions for cystocele, and pelvic prolapse.